Event description:
(B)(4). Hysterectomy is scheduled for (B)(6). My insides are a mess and my obgyn feels certain all of this is due to the essure.

Event description:
(B)(4). I believe it was put in (B)(6) 2011... Can't remember the exact date and I no longer use this obgyn. I immediately noticed something wasn't right. I had discomfort from the get go in my abdomen. When I went in for the check up to make sure it took, he tested one side...no pain, the other I had pain but the doctor said there was nothing wrong with it. Within months, I had severe pain in my legs, low back and cramping with heavy bleeding. My joints and bones ache constantly. I'm fatigued 24/7. My hair is thinning and omg the weight gain...40 pounds! Nothing I do takes it off. I'm bloated and really fat. It hurts to breathe, walk and move. The doctor dismissed my claims and my husband acted as if I were crazy for thinking something was wrong. I'm not alone apparently. I also have a visit with a new obgyn to see what I have "tomdomtomhqvw" these horrible things removed and to see if they migrated.

Event description:
(B)(4). The new obgyn ordered an ultra sound, blood work and pap smear. My vitamin d is extremely low, the person that performed the ultra sound just kept staring at the screen. When I asked what she saw she just said, "I've never seen could before." Something tells me there's more to it. The pap came back indicating I need to discuss the results with my doctor. That will happen in two days. The pain in my left side is bothering me even more than before and I'm exhausted 24/7. My new doc has refused to do the essure procedure on patients. Others in her practice will...she won't. She didn't even argue with me when I told her the symptoms.

Event description:
(B)(4). Hysterectomy is scheduled for (B)(6). My insides are a mess and my obgyn feels certain all of this is due to the essure.